Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly calcified vessel. A 3.00mmx15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at rated burst pressure, the balloon ruptured. A 3.0mmx32mm synergy drug-eluting stent was then advanced for treatment. However, the device failed to cross the lesion and during upon removal, the shaft broke approximately 8-10cm from the hub and there was a bend about 5-8mm from the break. Dilatation was performed and the procedure was completed by deploying a 3x28mm synergy stent. No patient complications were reported and the patient was not harmed.